Event description:
Info was received in apr-2004 regarding a pt who sustained 60% total body surface area flame burns. In 2004, a total of 36 epicel grafts were applied to the back and left thigh. The pt died about a month later due to sepsis (start date unknown). The reporter considered sepsis and pt death not related to the use of epicel. Batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.